Event description:
The cryospray ablation system was used as a cryosurgical tool to treat unwanted tissue in the gastrointestinal tract. Following the treatment, the patient was noted to have severe crepitus to the chest, neck, and face area. Patient was hospitalized on same day of treatment for further evaluation and found to have a pneumothorax, and subcutaneous emphysema. Patient was released from the hospital five days later.

Manufacturer narrative:
The patient had a baseline history of copd and esophageal cancer. The equipment was set up appropriately and used according to the instructions for use. The staff performed abdominal distention monitoring according to the instructions for use. Certified csa trainers supervised the set-up, console operation and treatment technique. Csa medical personnel evaluated the actual console and found it to be operating within specifications. During the procedure, the nurse noted that the patient was having some difficulty expelling the gas. The patients pre-existing lung conditions may have contributed to the event. It is unclear as to what the contributing factor may have been in this incident.